Event description:
It was reported that the 7-segment display #6 has a missing segment. No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit's display was found to have one segment that did not illuminate. When the led display board was replaced, all segments fully illuminated as designed. A service history review reveals that this unit was in the field for over four (4) years with no display issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.